Event description:
According to the information received on (B)(6) 2015 the device has been explanted. It was reported that patient is prone to stumbling.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.